Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation has been completed a supplemental/final report will be submitted.

Event description:
It was reported that during testing prior to surgery the device had issues starting. When it would start up it did not produce enough power to perform cuts and would stop. The device also would not start up at moments. No harm or delay were reported to have occurred during this event. No other adverse events were reported.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the motor speed was slow and would stop during inspection. The motor was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.